Event description:
It was reported that venflon 2 pnk 20ga IV cannula leaked. This occurred on 10 occasions. The following information was provided by the initial reporter: venflon pro leaking in several cannulas.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned for the reported issue of ¿venflon pro leaking¿ with lot number 0304799 regarding item # 391452, so retention samples were used for the investigation. The DHR of lot number 391452 and batch number of 0304799 was reviewed and no quality notification was found on this lot number. The defect is not confirmed. No samples or photographs received from the customer. H3 other text : see h.10.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon 2 pnk 20ga IV cannula leaked. This occurred on 10 occasions. The following information was provided by the initial reporter: venflon pro leaking in several cannulas.